Event description:
It was reported that the patient presented in the or for device change-out due to normal eri. Externalized conductors were noted via fluoroscopy. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes lead was explanted.

Manufacturer narrative:
External insulation abrasion was found at 11.6-11.8cm from the connector pin, consistent with lead friction to the ICD can and at 16.4-16.6cm from the helix, consistent with lead friction to another device. Externalized conductors due to internal insulation abrasion were found at 8.8-12.6cm from the helix. The etfe coating was intact at these locations.